Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), foley catheter. Visual inspection of the sample noted the balloon inflated concentrically with 75cc di water using a slip tip syringe and deflated passively with no issues. No foreign material was noted on or within the catheter. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the water injected into the balloon has high resistance due to a dust found. Per additional information via email from ibc on 14apr2023,water injected into the balloon has high resistance ('dust was found' - this part is redundant).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water injected into the balloon has high resistance due to a dust found. Per additional information via email from ibc on 14apr2023,water injected into the balloon has high resistance ('dust was found').